Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-06001 it was reported that the patient was unable to set the system into MRI mode due to low impedances. Troubleshooting was unable to resolve the issue. Surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.